Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por) during interrogation due to a software download. The device reset was cleared. The crt-d remains in use. No patient complications have been reported as a result of this event.